Manufacturer narrative:
(B)(4).

Event description:
Patient and patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient's receiver and smart device lost connection with the transmitter. Dexcom representative advised the patient and patient's mother to reset the receiver which was unsuccessful. No additional patient or event information is available.